Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failed/difficult inflation was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a narrow and moderately calcified mid left anterior descending artery. Pre-dilatation was performed and a 2.5 x 15 mm xience v was advanced to the lesion; however, it could not inflate. The device was removed and a 2.5 x 12 mm xience v was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.